Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of fluid ingress, difficulty pressing down on the driveline release button, inability to silence alarms, dim pump running leds, dim lcd screen, and missing labels were confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that both the system controller label and software version labels were missing. The system controller was then disassembled to inspect the internal components, and a green fluid substance consistent with fluid ingress was observed to be covering the controller¿s main printed circuit board (pcb) and the driveline bulkhead assembly. Analysis of the main pcb revealed that several components had become compromised due to the fluid ingress, which resulted in the inability to silence alarms. Further inspection of the driveline bulkhead assembly revealed that the fluid ingress was covering the button mechanism and the fluid ingress had also hardened, which resulted in the increased difficulty pressing down on the driveline release button. Fluid ingress was also observed in the lcd screen, which would result in the dim screen. The root cause of the reported fluid ingress and missing labels could not be conclusively determined through this analysis. The root cause of reported events of difficulty pressing down on the driveline release button, inability to silence alarms, and dim lcd display were determined to be due to fluid ingress. A corrective and preventative action (CAPA) was implemented to address dim leds. The investigation confirmed the reported event of dim leds. This system controller was manufactured prior to the implementation of CAPA, which replaced the type of led on the user interface pcb. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that evaluation of the returned system controller confirmed fluid ingress, difficulty pressing down on the driveline release button, difficulty pressing down on the alarm silence button, a discolored display screen, missing software version and controller labels, and dim pump running light emitting diodes (led).